Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a button error that cannot be cleared. Customer also stated that the display numbers scrolled before the alarm. Customer's blood glucose was 102 mg/dl at the time of incident. Customer does not recall any significant events leading to the error, except that the pump may have been exposed to sweat. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling noted. The insulin pump had minor scratches on display window, cracked case on the display window corner, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and broken reservoir tube lip.